Event description:
Information was received indicating that during testing a cadd legacy 1, mdl 6400, pump exhibited error code 1720, and would not run. No patient involvement.

Manufacturer narrative:
Other, other text: device evaluation: one device was returned for analysis in used condition. Visual inspection showed the pump was in good condition with a scratched screen. Functional testing found that the device exhibited the reported error code. The investigation determined that an issue with the back-up capacitor was the cause of the reported issue. Based on evidence and investigation, the complaint allegation was confirmed. The back-up capacitor was replaced. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.